Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated no symptoms were reported by the patient. It was noted the patient¿s relevant medical history was intractable pain for which the pump was implanted in (B)(6) 2020. It was noted on (B)(6) 2020, the pump was removed from the pocket, disconnected from the catheter (which was appropriately clamped), and refilled on the back table as the surgeon dissected a new pocket and sutured the previous pocket. The refilled pump was then reconnected to the catheter and re-implanted in the correct orientation into the new pocket that was created superior to the original pocket. The pump remained implanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. On (B)(6) 2020 the patient came in for a refill and the pump was found to be flipped. No patient symptoms were reported. There were no known environmental, external, or patient factors that may have led or contributed to the issue and it was unknown if any diagnostics and/or troubleshooting were performed. The issue was not resolved at the time of the report and it was indicated that the hcp had no further information to provide regarding the event. Surgical intervention was planned and scheduled for (B)(6) 2020. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.